Event description:
A peritoneal dialysis pt reported that he was getting an alarm, he shut down the machine. When he took out the cassette he noticed there was moisture in the machine and a puddle under the cassette door. There was no report of pt ill effect. There is no sample available for evaluation.

Manufacturer narrative:
Device history record review: the DHR for this product and lot was reviewed and the following was found: (B)(4). All the applicable tests during the in process and final inspections were conducted in order to ensure product integrity and documented with acceptable results according to applicable procedures. There were no issues reported during processes for lot 10pr08047. Sample analysis: the actual sample was not available therefore, the manufacturing plant performed evaluation on companion samples. A visual analysis on the companion samples found no defects or issues were found. Functional testing with the liberty cycler machine were performed and the sets did not show any problems. The treatments were completed successfully without any leaks or alarms. Conclusion: the complaint is not confirmed, no corrective action is documented at this time. Fmc will continue monitoring this type of incident per current procedures.